Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Confirmation testing was performed at the doctor's office via pcr (platform: unknown) on (B)(6) 2023 which generated a negative result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
D4 UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Confirmation testing was performed at the doctor's office via pcr (platform: unknown) on (B)(6) 2023 which generated a negative result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 203265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 203265, test base part number 195-430h/ lot: 198877. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 203265 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported; however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.